Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance measurements. Which was suspected to be caused by the lead issues. Reprogramming efforts were discussed. At this time, this rv lead remains in service and no adverse patient effects were reported.